Event description:
It was reported that the right ventricular lead exhibited noise. A chest x-ray revealed that the lead sustained rib clavicle crush. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 21.5 cm to 21.9 cm from the connector pin, exposing the outer coil, due to friction to the device can. The abrasion could cause the reported noise problem.